Manufacturer narrative:
Device was not returned for root cause analysis. No photographic evidence was provided to aid in investigation. Neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot 4379830 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint could not be confirmed and without the return of the used samples, a comprehensive failure investigation could not be performed, and a probable could not be determined.

Event description:
It was reported that the pump alarmed, around 40 hours (of 46-hour infusion time). The pump was not used to prime the extension tubing. The method that was used to prime was manual. There was patient involvement, and no patient harm/adverse event reported.